Event description:
Patient reported that 1 ½ weeks ago, the residual amount of insulin in the infusion device was 22 units of insulin. Patient stated after around 1 ½ hours, the device displayed an e7 (electronic error) message and the insulin cartridge was empty. Patient reported her blood glucose level was okay. Patient stated she experienced an elevated blood glucose level. Patient reported she thinks the infusion device did not deliver insulin correctly. Patient stated on (B)(6) 2013 at 6:20 am, her blood glucose level was 360 mg/dl and she administered 4 units of insulin via the infusion device. Patient reported that at 8:45 am, her blood glucose level was 520 mg/dl; she changed the needle and then administered 4 units of insulin via the infusion device. Patient stated at 10 am, her blood glucose level was 550 mg/dl; she administered 4 units of insulin via pen and then at 10:30 am, her blood glucose level was 470 mg/dl. Patient's normal blood glucose level was not provided. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: no e7 in pump history. All bolus were correctly delivered by the pump. Consumables: n/a. The problem mentioned by the customer could not be reproduced.